Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and device breakage ("fractured implant/device breakage") in a 40-year-old female patient who had essure (batch no. A02550) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included breast tumor malignant. Concurrent conditions included endometrial biopsy, abdominal pain lower and obesity. Concomitant products included ascorbic acid;cobalt sulfate;copper sulfate;ergocalciferol;ferrous fumarate;magnesium sulfate;manganese sulfate;nicotinamide;potassium iodide;pyridoxine hydrochloride;retinol;riboflavin;thiamine hydrochloride;tocopherol;vitamin b12 nos;zinc gluconate (multivitamin (16)), biotin, fluticasone propionate (flonase allergy relief) since 2008 and iron. In 2012, the patient experienced abdominal pain lower ("right lower quadrant pain / right lower and left lower quadrant pain") and abdominal pain upper ("right upper quadrant pain"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced alopecia ("alopecia / hair loss"), migraine ("migraine"), vaginal haemorrhage ("heavy vaginal bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), depression ("psychological or psychiatric problems condition: depression"), vision blurred ("vision/eye problems type: blurry vision") and headache ("headaches") and was found to have weight increased ("weight gain"), 2 months 14 days after insertion of essure. In 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required), adhesion ("adhesive disease"), endometriosis ("endometriosis") and fallopian tube disorder ("scar tissue/reproductive system disorder or condition type of disorder or condition: the right fallopian tube did have some scar tissue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, hypersensitivity ("allergic reactions"), mood swings ("mood swings"), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain"), nausea ("nausea"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), groin pain ("groin pain") and scar ("some scar tissue"). The patient was treated with surgery (hysterectomy, salpingectomy(bilateral) and hysterectomy, salpingectomy(bilateral), laparoscopy with bilateral salpingectomy) and fulguration of endometriosis. Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, alopecia, migraine, weight increased, abdominal pain, depression, anxiety, vision blurred, headache, dysmenorrhoea and groin pain had resolved and the device breakage, hypersensitivity, mood swings, menstrual disorder, vaginal haemorrhage, nausea, menorrhagia, abdominal pain lower, abdominal pain upper, adhesion, endometriosis, scar and fallopian tube disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, adhesion, alopecia, anxiety, depression, device breakage, device dislocation, dysmenorrhoea, endometriosis, fallopian tube disorder, groin pain, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, mood swings, nausea, scar, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: current weight 270 lbs. Approximate weight at the time of essure placement 220 lbs. Plaintiff claimed that all complications except bleeding resolved 2 weeks after removal. Discrepancy noted -drug withdrawn was taken in previous follow up and in present follow up its mentioned that -if you have not had your essure removed, are you currently planning for essure removal? No. Left cornua and right cornua, number of proximal coils: 2 on left cornua and 2 on the right cornua. Patient tolerated placement without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, endometriosis, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2019: pfs and mr received: reporter was added. Event fallopian tube disorder was added. Auto-narrative supplement was added. Reporter causality comments added. Medical history was added. Concomitant drugs were added. Incident: we received a lot number sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and device breakage ("fractured implant/device breakage") in a 40-year-old female patient who had essure (batch no. A02550) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included endometrial biopsy and abdominal pain lower. Concomitant products included fluticasone propionate (flonase allergy relief) since 2008. In 2012, the patient experienced abdominal pain lower ("right lower quadrant pain") and abdominal pain upper ("right upper quadrant pain"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced alopecia ("alopecia / hair loss"), migraine ("migraine"), vaginal haemorrhage ("heavy vaginal bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), depression ("psychological or psychiatric problems condition: depression"), vision blurred ("vision/eye problems type: blurry vision") and headache ("headaches") and was found to have weight increased ("weight gain"), 2 months 14 days after insertion of essure. In 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required), adhesion ("adhesive disease"), endometriosis ("endometriosis") and scar ("scar tissue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, hypersensitivity ("allergic reactions"), mood swings ("mood swings"), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain"), nausea ("nausea"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and groin pain ("groin pain"). The patient was treated with surgery (hysterectomy, salpingectomy(bilateral)) and fulguration of endometriosis. Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, alopecia, migraine, weight increased, abdominal pain, depression, anxiety, vision blurred, headache, dysmenorrhoea and groin pain had resolved and the device breakage, hypersensitivity, mood swings, menstrual disorder, vaginal haemorrhage, nausea, menorrhagia, abdominal pain lower, abdominal pain upper, adhesion, endometriosis and scar outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, adhesion, alopecia, anxiety, depression, device breakage, device dislocation, dysmenorrhoea, endometriosis, groin pain, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, mood swings, nausea, scar, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: current weight 270 lbs. Approximate weight at the time of essure placement 220 lbs. Plaintiff claimed that all complications except bleeding resolved 2 weeks after removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs received- new event right upper quadrant pain, right lower quadrant pain, scar tissue, adhesive disease, endometriosis were added. New reporter were added. Incident: we received a lot number sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and device breakage ("fractured implant") in an adult female patient who had essure (batch no. A02550) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included endometrial biopsy and abdominal pain lower. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), alopecia ("alopecia / hair loss"), migraine ("migraine"), hypersensitivity ("allergic reactions"), mood swings ("mood swings"), weight increased ("weight gain"), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding"), nausea ("nausea"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), vision blurred ("vision/eye problems type: blurry vision") and headache ("headaches"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6)2015. At the time of the report, the device dislocation, device breakage, alopecia, migraine, hypersensitivity, mood swings, weight increased, menstrual disorder, abdominal pain, vaginal haemorrhage, nausea, menorrhagia, depression, anxiety, vision blurred and headache outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, device breakage, device dislocation, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, mood swings, nausea, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs+mr received: new events: menorrhagia, depression, anxiety, vision blurred, headache, device monitoring procedure not performed, reporter, patient demographic information, product lot number, other relevant history added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and device breakage ("fractured implant") in an adult female patient who had essure (batch no. A02550) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included endometrial biopsy and abdominal pain lower. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), alopecia ("alopecia / hair loss"), migraine ("migraine"), hypersensitivity ("allergic reactions"), mood swings ("mood swings"), weight increased ("weight gain"), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding"), nausea ("nausea"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), vision blurred ("vision/eye problems type: blurry vision") and headache ("headaches"). The patient was treated with surgery (hysterectomy) and surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, device breakage, alopecia, migraine, hypersensitivity, mood swings, weight increased, menstrual disorder, abdominal pain, vaginal haemorrhage, nausea, menorrhagia, depression, anxiety, vision blurred and headache outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, device breakage, device dislocation, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, mood swings, nausea, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of alopecia ("alopecia / hair loss"), migraine ("migraine"), hypersensitivity ("allergic reactions"), mood swings ("mood swings") and weight increased ("weight gain") in a 40-year-old female patient who had essure (batch no. A02550) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device breakage "fractured implant/device breakage" (seriousness criteria medically significant and intervention required) in 2015, device monitoring procedure not performed "she did not undergo essure confirmation test" and device dislocation "migration" (seriousness criteria medically significant and intervention required). The patient's medical history included breast tumor malignant. Concurrent conditions included endometrial biopsy, abdominal pain lower and morbid obesity. Concomitant products included ascorbic acid;cobalt sulfate;copper sulfate;ergocalciferol;ferrous fumarate;magnesium sulfate;manganese sulfate;nicotinamide;potassium iodide;pyridoxine hydrochloride;retinol;riboflavin;thiamine hydrochloride;tocopherol;vitamin b12 nos;zinc gluconate (multivitamin (16)), biotin, fluticasone propionate (flonase allergy relief) since 2008 and iron. In (B)(6)2012, the patient experienced abdominal pain lower ("right lower quadrant pain / right lower and left lower quadrant pain") and abdominal pain upper ("right upper quadrant pain"). On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infection") and urinary incontinence ("bladder or urinary problems or changes"). On (B)(6)2012, the patient experienced alopecia, migraine, vaginal haemorrhage ("heavy vaginal bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), depression ("psychological or psychiatric problems condition: depression"), vision blurred ("vision/eye problems type: blurry vision") and headache ("headaches") and was found to have weight increased, 2 months 14 days after insertion of essure. In 2013, the patient experienced amnesia ("neurological conditions or problems type: memory loss"). In 2014, the patient experienced fatigue ("fatigue"). In (B)(6)2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced adhesion ("adhesive disease"), endometriosis ("endometriosis") and fallopian tube disorder ("scar tissue/reproductive system disorder or condition type of disorder or condition: the right fallopian tube did have some scar tissue"). On an unknown date, the patient experienced hypersensitivity, mood swings, menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain"), nausea ("nausea"), anxiety ("psychological or psychiatric problems condition: mental anguish"), groin pain ("groin pain"), scar ("some scar tissue") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy, salpingectomy(bilateral) and hysterectomy, salpingectomy(bilateral), laparoscopy with bilateral salpingectomy) and fulguration of endometriosis. Essure was removed on (B)(6)2015. At the time of the report, the alopecia, migraine, weight increased, abdominal pain, vaginal haemorrhage, menorrhagia, depression, anxiety, vision blurred, headache, dysmenorrhoea and groin pain had resolved and the hypersensitivity, mood swings, menstrual disorder, nausea, abdominal pain lower, abdominal pain upper, adhesion, endometriosis, scar, fallopian tube disorder, urinary tract infection, vaginal infection, urinary incontinence, amnesia, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, adhesion, alopecia, amnesia, anxiety, depression, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube disorder, fatigue, groin pain, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, mood swings, nausea, scar, urinary incontinence, urinary tract infection, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: current weight 270 lbs. Approximate weight at the time of essure placement 220 lbs. Plaintiff claimed that all complications except bleeding resolved 2 weeks after removal. Discrepancy noted -drug withdrawn was taken in previous follow up and in present follow up its mentioned that -if you have not had your essure removed, are you currently planning for essure removal? No. Left cornua and right cornua, number of proximal coils: 2 on left cornua and 2 on the right cornua. Patient tolerated placement without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.6 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, endometriosis, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jan-2019: pfs received: reporter aka was added. Events: uti, vaginal infection, urinary incontinence, amnesia, dyspareunia, fatigue were added. Event onset date and outcome were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and device breakage ("fractured implant/device breakage") in a 40-year-old female patient who had essure (batch no. A02550) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included endometrial biopsy and abdominal pain lower. Concomitant products included fluticasone propionate (flonase allergy relief) since 2008. On (B)(6) 2012, the patient had essure inserted. On 1-oct-2012, the patient experienced alopecia ("alopecia / hair loss"), migraine ("migraine"), vaginal haemorrhage ("heavy vaginal bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), depression ("psychological or psychiatric problems condition: depression"), vision blurred ("vision/eye problems type: blurry vision") and headache ("headaches") and was found to have weight increased ("weight gain"), 2 months 14 days after insertion of essure. In 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, hypersensitivity ("allergic reactions"), mood swings ("mood swings"), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain"), nausea ("nausea"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and groin pain ("groin pain"). The patient was treated with surgery (hysterectomy, salpingectomy). Essure was removed on 1-dec-2015. At the time of the report, the device dislocation, alopecia, migraine, weight increased, abdominal pain, depression, anxiety, vision blurred, headache, dysmenorrhoea and groin pain had resolved and the device breakage, hypersensitivity, mood swings, menstrual disorder, vaginal haemorrhage, nausea and menorrhagia outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, device breakage, device dislocation, dysmenorrhoea, groin pain, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, mood swings, nausea, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: current weight 270 lbs. Approximate weight at the time of essure placement 220 lbs. Plaintiff claimed that all complications except bleeding resolved 2 weeks after removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: new pfs received- new events added: dysmenorrhea, groin pain were added. Events outcome updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and device breakage ('fractured implant/device breakage') in a 40-year-old female patient who had essure (batch no. A02550) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included breast tumor malignant. Previously administered products included for birth control: sprintec. Concurrent conditions included endometrial biopsy, abdominal pain lower and morbid obesity. Concomitant products included ascorbic acid;cobalt sulfate;copper sulfate;ergocalciferol;ferrous fumarate;magnesium sulfate;manganese sulfate;nicotinamide;potassium iodide;pyridoxine hydrochloride;retinol;riboflavin;thiamine hydrochloride;tocopherol;vitamin b12 nos;zinc gluconate (multivitamin (16)), biotin, fluticasone propionate (flonase allergy relief) since 2008, iron and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain lower ("right lower quadrant pain / right lower and left lower quadrant pain") and abdominal pain upper ("right upper quadrant pain"). In (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infection") and urinary incontinence ("bladder or urinary problems or changes"). On (B)(6) 2012, the patient experienced alopecia ("alopecia / hair loss"), migraine ("migraine"), depression ("psychological or psychiatric problems condition: depression"), vision blurred ("vision/eye problems type: blurry vision") and headache ("headaches") and was found to have weight increased ("weight gain"), 2 months 14 days after insertion of essure. In 2013, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding.") And menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). In 2013, the patient experienced amnesia ("neurological conditions or problems type: memory loss"). In 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required), adhesion ("adhesive disease"), endometriosis ("endometriosis") and fallopian tube disorder ("scar tissue/reproductive system disorder or condition type of disorder or condition: the right fallopian tube did have some scar tissue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, hypersensitivity ("allergic reactions"), mood swings ("mood swings"), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain"), nausea ("nausea"), anxiety ("psychological or psychiatric problems condition: mental anguish"), groin pain ("groin pain"), scar ("some scar tissue") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy, salpingectomy(bilateral) and hysterectomy, salpingectomy(bilateral), laparoscopy with bilateral salpingectomy,) and fulguration of endometriosis. Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, alopecia, migraine, hypersensitivity, weight increased, abdominal pain, vaginal haemorrhage, menorrhagia, depression, anxiety, vision blurred, headache, dysmenorrhoea and groin pain had resolved and the device breakage, mood swings, menstrual disorder, nausea, abdominal pain lower, abdominal pain upper, adhesion, endometriosis, scar, fallopian tube disorder, urinary tract infection, vaginal infection, urinary incontinence, amnesia, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, adhesion, alopecia, amnesia, anxiety, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube disorder, fatigue, groin pain, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, mood swings, nausea, scar, urinary incontinence, urinary tract infection, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: current weight 270 lbs. Approximate weight at the time of essure placement 220 lbs. Plaintiff claimed that all complications except bleeding resolved 2 weeks after removal. Discrepancy noted -drug withdrawn was taken in previous follow up and in present follow up its mentioned that -if you have not had your essure removed, are you currently planning for essure removal? No. Left cornua and right cornua, number of proximal coils: 2 on left cornua and 2 on the right cornua. Patient tolerated placement without difficulty. Treatment received for pain and bleeding diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.6 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, endometriosis, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received.outcome updated as recovered/resolved for the events pain,bleeding,allregic reaction. On (B)(6) 2020: pif received.no new information received. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and device breakage ("fractured implant") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), alopecia ("alopecia / hair loss"), migraine ("migraine"), hypersensitivity ("allergic reactions"), mood swings ("mood swings"), weight increased ("weight gain"), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding") and nausea ("nausea"). The patient was treated with surgery (hysterectomy)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, alopecia, migraine, hypersensitivity, mood swings, weight increased, menstrual disorder, abdominal pain, vaginal haemorrhage and nausea outcome was unknown. The reporter considered abdominal pain, alopecia, device breakage, device dislocation, hypersensitivity, menstrual disorder, migraine, mood swings, nausea, vaginal haemorrhage and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: legal claim was received. Events added per legal claim: abdominal pain, heavy vaginal bleeding, nausea. Essure insertion date updated and was removed on (B)(6) 2016. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and device breakage ("fractured implant") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), alopecia ("alopecia"), migraine ("migraine"), hypersensitivity ("allergic reactions"), mood swings ("mood swings"), weight increased ("weight gain") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy). At the time of the report, the device dislocation, device breakage, alopecia, migraine, hypersensitivity, mood swings, weight increased and menstrual disorder outcome was unknown. The reporter considered alopecia, device breakage, device dislocation, hypersensitivity, menstrual disorder, migraine, mood swings and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.